Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the patient on 9/26/96. On 9/28/96 after iab for two days, blood backed up into the iabp catheter tubing. The contact reported that there were no complications from the event. The patient went on to expire on 10/4/96. Event complications: unk - reported 9/30/96; none - reported 10/18/96. Patient's current status: expired on 10/4/96.